Event description:
It was reported by service report that the bed scale was inaccurate. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: load cells.